Event description:
The manufacturer received information alleging a red service alarm occurred during the use of a ventilator. There was no harm or injury reported. During the evaluation of the device the issue was confirmed. The flow sensor was replaced to address the issue. The device was checked overall, cleaned, calibrated, and passed final testing.